Event description:
It was reported that while using the surgical fiber during a prostate procedure, at 12 minutes, the fiber cap detached and was retrieved using a dornier tool. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt".